Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, the battery compartment was cracked along the side and from the case seal to the bumper. Unrelated to the original complaint, the ok keypad button was over responsive. No physical damage was found to the keypad. The keypad was removed to find the ok button contact cracked. Additionally, the battery cap threads were stripped and were unable to be secured. A test cap was able to be secured for testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.